Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that during an arthroscopic knee repair, the distal portion of the intrafix tibial sheath trial broke off while the surgeon was inserting the sheath into the bone tunnel. The complaint device was discarded at the user facility. This is all of the information made available to mitek to date. There are questions out for further information and clarity.